Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported sparks were noted. The pump was returned to the biomedical engineering dept with an unsigned note that stated. "Do not use. Odor, burning, sparking, smoking, popping." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.